Event description:
Caller reported an alarm 2 followed by alarm 26, along with multiple previous occlusion events, but there was no adverse impact to the customer¿s blood glucose level. The customer addressed the issue by changing the infusion set and cartridge and resumed insulin therapy. Technical support was scheduled to complete a pump system check.